Event description:
It was reported that the pt developed a post-operative infection after having a suboccipital craniotomy for lesion resection. The pt underwent left retrosigmoid excision of an acoustic neuroma. One month later she developed wound drainage. The month after drainage was discovered; it increased a great deal, which required re-admission to the hospital the following month (four months after the initial surgery).

Manufacturer narrative:
The product is not available for return to the MFR. Therefore, an evaluation of the device was not possible. This was the only report of infection from lot number 060837. A check of the mfg and sterilization records showed no anomalies.